Event description:
The customer reported to beckman coulter (bec) that there was a leak under the coulter lh 750 hematology analyzer. The volume of the leak was 100 ml and was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control plan at the facility. The customer was wearing personal protection equipment (ppe), including a laboratory coat, goggles and gloves. No one was splashed, sprayed or injured. There was no biohazard exposure to open wounds or mucous membranes. No one sought medical attention. No erroneous results were generated in connection with this event. There was no death, injury or effect to patient treatment.

Manufacturer narrative:
The customer found tubing at quick disconnect (qd1) on the bottom of the diluter had popped off. The customer reattached the tubing that fixed the leak. The customer ran a startup and latron control that passed, and instrument is fully operational. Failure mode was related to tubing at qd1 that popped off the bottom of the diluter. (B)(4).